Event description:
Before skin incision, the patient was backing due to some issue with anesthesia. After backing patient, xr2 base unit was broken. There was on patient injury reported. Delay in surgery but time unspecified. Additional information received from the distributor on 01feb2017 with the following: a (B)(6) female was to undergo a posterior cervical spine fusion for cervical spondylotic myelopathy. "Patient was backing" was further explained as the action of which a patient is not anesthetized well and he/she raises their hands and straightens/bend legs, etc. The patient was positioned prone only. It was reported that after positioned once, the patient was repositioned about 15 cm to the tail side. Surgery was not performed with a stereotaxy device. The screw (437a2409) from 437a2400 (swivel assembly standard), which is the component of xr2 base unit (either a2079 or a2079e) broke. The length of time the device was in use before the event occurred was 90 minutes. After the product problem occurred, surgery was postponed. There was patient adverse consequence due to the breakage of the device or the postponement.

Manufacturer narrative:
Investigation completed 3/07/17. Method: DHR review; trend analysis; failure analysis. Device history record reviewed for this product ID work order / lot/ serial # (B)(4) a total of (B)(4) were manufactured on 11/24/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in complaint database for this reported failure and or related to "stud breakage " for this product family shows that 10 complaints were received including this case. Engineering and repairs were able to confirm the customer complaint ¿knob broke in thread root¿. There are no visible indications of why the part failed. All applicable machined surfaces near fracture have good surface finish, no steps, or sharp corners that can explain the complaint event. Conclusion: engineering and repairs were able to verify the customer complaint. The root cause cannot be attributed at this time.